Event description:
I have a medtronic vp shunt. It had been set at .5 for over a year, but still have increased pressure. I have had terrible migraines, hearing heartbeat in my ears, extreme pain in my neck. I have had persistent papilledema because the shunt was not pulling enough fluid. I am also on 1000 mg of diamox a day to assist in the creation of spinal fluid. On (B)(6) 2018, I went to the dr because the pain cause by the increased pressure was just unbearable. We did a week of steroids to try to reduce the swelling on the brain. It did nothing and the dr sent me to the hospital on (B)(6) 2018 where I was admitted and administered IV steroids. It still did not fix the issue. On (B)(6) 2018 I underwent surgery. The neurosurgeon removed the valve from the old device, and placed a new shunt to alleviate the problem. This has been a terrible struggle for the last year of my life. I have had constant migraines, and barely functioning through the work day to provide for my family. Once I make it home in the evening, I immediately went to bed because I couldn't function any longer. My vision is extremely impaired due to the persistent papilledema. This has been debilitating and has dramatically changed my life. I am just praying this new device pulls the fluid of my eyes and brain, and allows me to live again.